Event description:
It was reported through a company rep that a vns pt was in the ER due to increase in seizures. X-rays were taken of the pt's vns and were indicative of a broken lead according to the company rep. At the moment good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.